Manufacturer narrative:
Samples were not received for the investigation. The device history record was reviewed and indicated that the product was released accomplishing all quality standards. Because a sample was not returned, we were unable to perform a follow up investigation to include functional and visual evaluations to confirm the reported issue and determine a root cause. A corrective action is not applicable at this time. If a sample is received at a later date, this complaint will be reopened for further investigation. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported that when using these syringes in the hazardous compounding hood, the tip that would go into the hub of the needle is breaking off. They were unable to specifically locate when the issue happened. They do know that there was one that was in the IV hood room that broke with nothing in the syringe. Per additional information received, there was no medical intervention required.